Manufacturer narrative:
The reported events loss of capture and high pacing lead impedance were not confirmed. As received, a partial lead was returned in two pieces. Final analysis did not find any anomalies except for procedural damage.

Manufacturer narrative:
D4: primary unique device identification (UDI) number should have been (B)(4). As submitted on may 27, 2026.

Event description:
It was reported that the patient presented in the clinic for follow up. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited loss of capture and high, in rage pacing impedance. The rv lead was explanted and replaced on (B)(6) 2026. The patient was in stable condition.